Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, during a tha, when a nurse was opening the package, the tyvek sheet was delaminated.

Manufacturer narrative:
An event regarding an packaging issue involving an exeter stem was reported. The event was confirmed following review of the returned device. Device evaluation and results: visual inspection was carried by the supplier, lisi medical orthopaedics. They noted; visual inspection: the inner blister, external blister, inner tyvek and external tyvek were received. When the customer opened the outer blister, the inner tyvek was stuck on the outer tyvek and the inner tyvek delaminated. The area where the delamination occurred was inspected: the sealing flanges are compliant, the inner tyvek does not go on the outer sealing flange. We assume that the delaminated tyvek was cut by the customer to completely open the package. Medical records received and evaluation: a medical review was not performed because no medical information was provided. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: supplier evaluation: lisi medical orthopaedics, conducted an investigation on the returned device and concluded "no action is required at this time as there was no indication of a manufacturing issue. Lmo qa product surveillance will continue to monitor for trends." If further information becomes available this investigation will be re-opened.

Event description:
It was reported that, during a tha, when a nurse was opening the package, the tyvek sheet was delaminated.